Event description:
Voluntary medwatch received states it was reported that the patient suffered cardiac arrest and was found unresponsive. Device interrogation revealed low defibrillation impedance and failure to deliver shock on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 life threatening coding should have been used instead of serious injury.

Manufacturer narrative:
Correction: b5 for lead not being explanted and still in service.

Event description:
Voluntary medwatch received states it was reported that the patient suffered cardiac arrest and was found unresponsive and taken to the intensive care unit. Device interrogation revealed low defibrillation impedance and failure to deliver shock on the right ventricular (rv) lead. The lead is still implanted and continues to be in use. The patient was in stable condition.